Manufacturer narrative:
(B)(4). Investigation summary: one video, along with the device was also provided for review and evaluation. The video shows a device clamped on tissue with one (1) staple noted on the tissue. The staples can be seen fully formed. The device analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: r5an9c. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that the patient indication is lung cancer, during the right upper lobectomy, on the 2nd firing, when severing the pulmonary artery, after fired a half could not fire farther. Used pliers to clamp the vessel to return the blade and remove the device. Another device was used to complete the surgery. There were no adverse consequences to the patient.